Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.

Manufacturer narrative:
H10: the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Corrected information received. Upon receiving the pump, the distributor performed a history review and system check. A malfunction alarm was not found in pump history; however, a portion of the touchscreen display was unreadable ("missing"). H6: removed code 1503. Added code 1408 corrected information received. Upon receiving the pump, the distributor performed a history review and system check. A malfunction alarm was not found in pump history; however, a portion of the touchscreen display was unreadable ("missing"). H6: removed code 1503. Added code 1408

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.